Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body of the twist clamp.the reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue portion) and the main body of the twist clamp on two (2) minicap extended life pd transfer sets. This was further described as ¿the dark blue portion of transfer set moved out¿. This occurred when the nurse was disconnecting the patient from peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.